Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels, diabetic ketoacidosis, and low bg levels. Bg values were not provided. Reportedly, the customer required assistance to treat high and low bgs. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.